Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a broken introducer needle when opening the sensor serter packaging. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed, and the issue did not occur inside the body. No harm requiring medical intervention was reported. No product return is required for mmt-5120c1.

Manufacturer narrative:
Received the following, one opened/used simplera serter in its disabled state. The product is in this state and the needle has retracted into the serter body, one simplera sensor returned, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), and the needle housing to be damage (dented). Inspected the sensor for any physical damaged on the casing and sensor flex and found the sensor flex with no physical damaged found. Due to the serter was received the following, in its disabled state a failed actuation complaint does not apply. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the insertion needle to be bent inside the simplera serter, and visually found the needle to be hooked. See attachment files for details. In conclusion: the customer complaint of actuation anomaly is not confirmed due to completed event. The complaint of hard to actuate does not apply. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the needle, and needle housing cap was found damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.